Manufacturer narrative:
The field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the field service engineer (fse) on behalf of the customer on the v60 indicating that while performing preoperational check on the device, it was observed that there was an error code 1104 backup alarm failed message noted in the diagnostic report. The fse ordered a central processing unit (cpu) printed circuit board assembly (pcba) board and a motor controller (mc) pcba for the repair. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.